Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg, implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), 109 of 254 lifetime ventricular sic are recorded beginning (B)(4) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert lia) were met. Lia triggered on (B)(4) 2014 due to meeting the requirements for non-sustained tachycardia (nst) and ventricular sic. There are 7 nst events of less than 220 ms v-v cycle recorded between (B)(4) 2014.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had noise and t-wave oversensing. No intervention was taken and the rv lead remains in use. No patient complications have been reported as a result of this event.